Event description:
It was reported that the surgeon attempted to insert a cq2015a three piece collamer lens and a haptic tore as the lens was advancing towards the eye. No pt contact. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
(B) (4). Visual inspection of the returned product showed a haptic and part of the optic were torn off and evidence of a clear surgical residue. (B) (4).